Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2022. On (B)(6)2022, the patient experienced inaccurate cgm values which occurred 4 days after the sensor had been inserted in the abdomen. The patient experienced lethargy and nausea. The cgm was reading high, and the blood glucose reading was 286 mg/dl. The patient was admitted to the hospital for 3 days and treated with IV insulin. The patient was discharged on (B)(6)2022, there was no mention of the patient's current condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient stated the cgm was displaying high. They felt sick to their stomach, was nauseated and lethargic. The patient went to the hospital. It was reported that the patient's bg value was 286 mg/dl. The patient was provided insulin drip at the hospital and was discharged after three days. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.